Event description:
The customer reported that the system displayed a low milliamp error message, and would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was ordered and will be replaced by an on-site engineer. No further repair information is available.